Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay board and ps3 power supply were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a low milliamps error message and the vertical life column would not work. No patient injury was reported.